Event description:
It was reported that during a diagnostic angiogram and percutaneous transluminal angioplasty (pta) procedure, a guide wire tip detachment occured. Two lesions were identified. A 100% stenosed de novo lesion was located in the moderately calcified proximal anterior fibularis and a 90% stenosed lesion was located in the proximal and distal anterior tibialis artery. Access was gained through the proximal superficial femoral artery (sfa). While introducing the platinum plus guide wire, the tip of the guide wire broke off. A 1.5cm piece of the guide wire was left in the arteria tibialis anterior dexter. Snare was used to retrieve the tip successfully. An add'l 8 minutes of procedure time was required to retrieve the tip of the guide wire. The pt status was reported as "ok" and further stated as "normal."